Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: a 02-valve leakage was reported. This occurrence was noticed when the ventilator was in standby. It's not clearly reported if this was during preparation of the ventilator before usages. The hamilton vigilance reporting decision strategy prescribes to report startup issues. Standby means the ventilator is in a waiting state there is no breath delivery. Standby mode is used to configure the ventilator device before usage. The alarm was observable both visually and through hearing. Te231008 (02valveleak) and multiple leak test failures. This malfunction was reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: a 02-valve leakage was reported. This occurrence was noticed when the ventilator was in standby. It's not clearly reported if this was during preparation of the ventilator before usages. The hamilton vigilance reporting decision strategy prescribes to report startup issues. Standby means the ventilator is in a waiting state there is no breath delivery. Standby mode is used to configure the ventilator device before usage. The alarm was observable both visually and through hearing. Te231008 (02valveleak) and multiple leak test failures. This malfunction was reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.